Manufacturer narrative:
Method: actual device not evaluated. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, complaint trending of lot number, system risk analysis (sra), visual analysis, supplier evaluation and retains analysis. The batch history record could not be reviewed as the lot number received was not a valid lot number. Complaint trending by lot could not be performed as the lot number was not available. The sra was reviewed for "procedure related and biohazardous exposure" and the risk was determined to be "low" risk. Visual analysis was not performed as the product was not available for return. A supplier evaluation was not performed as it was not identified as a manufacturing or functional issue. Retains testing was not performed as it was not identified as a manufacturing or functional issue. The assignable cause of this issue was failure to follow instructions. The customer was advised to always follow the IFU and to contact the manufacturer of the instrument for further cleaning and rinsing instructions. A follow-up call confirmed the customer understands proper cleaning and rinsing and is now following the IFU. The issue will continue to be tracked and trended.

Event description:
On 5/18/2016, a customer reported they were rinsing their endovaginal ultrasound probes under running water after cleaning and disinfecting in cidex® opa solution and were unable to follow the cidex® opa instructions for use (IFU) because the probe contains electrical components that cannot be submerged into water. Advanced sterilization products (asp) advised the customer to contact the manufacturer of the probe for additional rinsing instructions specific to the device. No serious injuries were reported. New information was received during a follow-up call on 7/5/2016 with the customer, and the customer stated they now understand how to properly clean and rinse their probe and are able to submerge it completely into water per the manufacturer of the probe. They stated they are now following the IFU and are having no further issues. Asp is reporting this event now since new information was received that the probe can be submerged into water for proper rinsing and that the customer was not following the IFU initially. As a matter of policy, advanced sterilization products (asp) has decided to report cases of improperly rinsed instruments after using cidex® opa solution since it could result in serious patient side effects.